Manufacturer narrative:
A component of the superdimension sys, the pt sensor triplet (pst), was swapped out and returned to superdimension for analysis. The analysis of the pt sensor triplet showed that there is an open wire in one of the sensor cables. Manual manipulation of the pt sensor triplet cable results in an intermittent "weak amp" signal. The superdimension system rec'd a new pt sensor triplet as a replacement.